Manufacturer narrative:
The event occurred in (B)(6). No information provided for aviva system.

Event description:
Caller reported blood glucose results of 346 mg/dl on mobile system, 105 mg/dl on aviva system, 106 on doctor's system within 10 minutes. Reported a second, separate comparison of blood glucose results of 288 mg/dl on mobile system, 99 mg/dl on aviva system within 10 minutes. Reported a third, separate comparison of blood glucose results of 389 mg/dl on mobile system, 139 mg/dl on aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the strips.